Manufacturer narrative:
Concomitant medical products: 3058 interstim urinary mgu ipg, implanted: (B)(6) 2012; 3093-28 interstim urinary mgu lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to infection. The system has not been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.